Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an itchy irritation that appears like a burn after contact of gel from the electrode belt. The patient¿s physician advised to use an ointment for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as an itchy irritation that appears like a burn after contact of gel from the electrode belt. The patient¿s physician advised to use an ointment for the skin irritation. Follow up indicated that the skin irritation improved.